Manufacturer narrative:
Result: accessory outlet breaker.

Event description:
It was reported by service report that the accessory outlet is not working. The breakers by the cpu cover are tripped. It was reported that the customer does not know if there was any patient involvement or if there were any adverse consequences related to the alleged issue.